Event description:
It was reported while collecting blood using bd vacutainer® est¿ blood collection tube, 1 patient sample was underfilled after clotting quickly during collection. The sample was recollected. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 20 retained samples were subjected to functional tests, and all 20 samples were found to be within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.